Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the articular surface mechanism was identified to be compromised prior to use when it was removed from its packaging. No adverse events were reported as a result of this malfunction.

Event description:
This follow-up report is being filed to relay that the previous report submitted on mar 12, 2019 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3007963827.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on mar 12, 2019 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3007963827.